Event description:
Dealer advised seat upholstery is hammocking. Dealer advised clinic put a sit straight cushion to take up the hammocking. Dealer advised end user is uncomfortable. Dealer could not provide any further information.